Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before the surgery an ophthalmic knife size was found to be large. The details of the procedure and patient health impact have not been reported. Additional information has been requested but is not available at the time of this report.